Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a scratch on their patient interface which was applanated on the patient. No patient injury reported. Procedure was completed successfully.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/02/2019. Device returned to manufacturer? Yes. Device evaluation: the sample was returned within its original packaging confirming the reported lot number of 60083613. A visual inspection was performed with the unaided eye at the distance of 18 inches revealing no obvious damage or scratch. The reported scratch issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60083613. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.